Event description:
It was reported that the patient had a replacement surgery due to generator being at eos. Explanted generator was returned to manufacturer for product analysis. Analysis was completed on the returned generator and the allegation, end of service, was confirmed. A problem with the supply pulsing current was found. The pulsing supply current problems were caused by the q10 (leaky current) transistor. After q10 was replaced with known good bench component, the device met the specification requirements. The leaky q10 could potentially be a contributing factor to the eos.